Event description:
It was reported that the patient presented in hospital due an unrelated issue. When radio frequency was enabled, the pulse generator exhibited a diagnostics anomaly. The device was reprogrammed and following changes, telemetry noise was observed. The device pacing was disabled and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).